Manufacturer narrative:
Device evaluation summary: interrogation of the pump on receipt indicated that the pump was delivering baclofen (2000 mcg/ml at 600.4 mcg/day). Analysis of the pump found ¿pump ¿ hybrid ¿ solder bridging¿. It was noted in the logs that this pump suffered a prescription table corruption that caused the pump to reset in to safe mode at some point while implanted. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer from an unknown source with no return paperwork.

Manufacturer narrative:
Corrected analysis results: the analysis of the pump found ¿pump- hybrid-solder- bridging" no longer applicable. Additional analysis results: pump hybrid prescription table corruption undetermined cause; high current drain, cause unknown. Analysis confirmed the reported safe state transition and found the hybrid to have elevated cd. However, the device was fully functional throughout the analysis with no indications of a failure location. As a result, the cause of the reported failure and the elevated cd were not determined.